Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient reported device emitting tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A request was made to have data from this device analyzed. Rhythmcare reviewed device data confirming a premature battery depletion error message and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted and discarded. No additional adverse patient effects were reported. New information was received indicating that this device was explanted and discarded. No additional adverse patient effects were reported.

Event description:
It was reported that this patient reported device emitting tones from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A request was made to have data from this device analyzed. Rhythmcare reviewed device data confirming a premature battery depletion error message and provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.